Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection and functional testing were performed. The customer complaint was confirmed through visual inspection as the downstream occlusion (dso) seal was found to be torn. The dso seal was replaced. Additionally, the latch lock sensor was not recognizing the latch locked and therefore the latch/lock flex sensor was also replaced. A dso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Event description:
It was reported that the pump had a detached downstream occlusion (dso) seal, and the black gasket was coming off of battery door. There was no patient involvement.